Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the mid right coronary artery (mid rca) with some calcification. While a 4.00x38mm promus premier stent was advanced into the radial artery in the right arm, the physician felt the stent accordioned at the proximal end. He pushed a few more times and was unable to advance or withdraw the delivery device. So he deployed the stent where it was in the arm. When the delivery system was removed, the arm and the patient looked good. Another of the same stent was inserted via the femoral artery and was placed in the mid rca. No patient complications were reported and the patient's status was fine.